Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination found no kinks or damage along the hypotube, mid-shaft, inner or outer polymer extrusion. The crimped stent of the device was visually and microscopically examined and damaged was noted on distal stent rows 1-3. The undamaged crimped stent outer diameter was measured the result within maximum crimped stent profile measurement. No issues were noted with the balloon. The balloon was tightly wrapped and was not subjected to positive pressure. The tip was visually and microscopically examined and no issues were noted. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08-sep-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right artery. The target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. Following pre-dilation, a 16 x 4.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.